Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure on (B)(6) 2009 in order to treat pelvic organ prolapse and mesh was implanted . It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, yellow-greenish vaginal discharge, emotional distress and vaginal scarring. It was reported that the patient underwent mesh explant in (B)(6) 2009. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported, the patient died on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, and urinary hesitancy, dribbling urine, urinary retention and incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, and urinary hesitancy, dribbling urine, urinary retention and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01961. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy w / bilateral salpingo-oophorectomy. It was reported shortly following insertion on (B)(6) 2009 the patient experienced bleeding that required a transfusion which subsequently, she had a laparoscopic re-exploration of the abdomen to control the hemorrhage requiring hospitalization for roughly one week. After a week patient returned to the hospital with a vaginal infection and vaginal discharge. Patients symptoms of pressure, pain, and dyspareunia have increased. On (B)(6) 2009 patient underwent anterior, posterior and enterocele repair, graft augmentation posteriorly mesh augmentation removal anteriorly and mesh augmentation posteriorly . Please note: a vaginal vault tissue graft by cook was also implanted on (B)(6) 2009.